Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cassette latched but not locked error. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were able to verify and duplicate the reported problem. It was determined that the latch lock flex sensor was the root cause and was replaced. The downstream occlusion seal was replaced as well as a preventative measure. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.